Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was being used to deliver an unspecified concentration of sodium chloride, at an unspecified rate, via a symbiq pump. On (B)(6) 2013, it was reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. On (B)(6) 2013, at the completion of the delivery, it was reported that while the nurse was disconnecting the tubing set from the pt's IV access site, the distal tip of the option-lok male adapter broke off. It was reported that a piece of the option-lok male adapter of the tubing set remained lodged inside the pt's IV access site. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided, including if the pt's IV access site was replaced.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.